Event description:
A temporary pacemaker was placed. Pacer failed to capture after insertion despite obvious good position. Pacer generator and cable changed with no result. Pacer electrode then removed and replaced with resultant capture. There was no report of pt injury and the sample has not been returned for co eval.